Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician called and reported a case of myoptic shift after a implantation. Iris and lens bowed forward., secondary effusion of ciliary body caused by aqueous in superciliary space. Patient states vision is "off"/blurry. A 3 diopter miss was reported. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of myoptic shift, iris and lens bowed forward, and secondary effusion of ciliary body caused by aqueous in supercilia; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information (e.g., type of surgical procedure - combined cataract or standalone; intraoperative complications; postoperative conditions or events that could have contributed to the complaint) is provided to perform a detailed evaluation of the case. There is no mention of system failure. Possible root cause is that anterior chamber shallowing, which can result in a refractive change, is an established risk associated with use of the system that is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).